Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - left, reason for revision unknown kid (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl - left.reason for revision unknown.on 06 march 2015 - update - rcvd updated reason for revision - alval, surgeon, and man + exp dates of products.on 13 march 2015 - update - rcvd correct lot number for sleeve - added with man + exp dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason for revision unknown. 06 march 2015 - update - rcvd updated reason for revision - alval, surgeon, and man + exp dates of products. 13 march 2015 - update - rcvd correct lot number for sleeve - added with man + exp dates. Update 10 march 2015 - we have been informed by kennedys that this patient is now deceased, date of death was (B)(6) 2013. We have also received patient's name and dob and additional hospital. (B)(6) note that 'we have accepted causation for this claimants early asr left hip revision. However we also noted a reference in the records to the claimant having suffered a fall, which may have also played some part in accelerating the need for revision. A claim is now being brought on behalf of his partner, for compensation in relation to the early asr revision.' (B)(6) have also confirmed 'there are no clear allegation made between cause of death and prosthesis.' Sm 25 mar 2015